Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 failure analysis on the returned power management (pm) board shows that the customer complaint was verified. Root cause was failure of diode d3. D37 was collateral damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
During preventive maintenance (pm) the biomed found that the unit will not start up if alternating current (ac) only is connected. The customer contacted product support and was advised that the power management (pm) board will need to be replaced. The customer verified the power management board. The customer reported that the unit was not in use on a patient. The field service engineer (fse) evaluated the unit and found that if battery only connected or battery and (ac) power together unit would power on fine. The customer declined service repair on this unit.